Event description:
It was reported that this right ventricular lead exhibited high pacing thresholds and loss of capture. Further evaluation of the system was discussed. A system revision was performed and it was determined that the right atrial lead experienced dislodgement. The lead was repositioned and the issue was resolved. This lead remains in service. No further adverse patient effects were reported.